Manufacturer narrative:
Weight - (B)(6) kg. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to patient administration. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured july 20, 2018 to july 22, 2018. The device was evaluated. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which identified a spike port cap leak at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.